Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-2158-50e, serial # (B)(4), description: trial linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient passed away following a trial procedure. The event was assessed as not device or procedure related. The patient had hypertension. No further information was obtained.